Event description:
It was reported that the device repeated the primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the main screw post was broken on the bottom case, and the battery door was cracked. An error code was found in the ehl (event history log). The customer reported issue of a primary audible alarm background test was not duplicated during the investigation. Root cause of the reported event is unable to be determined as there was no damage found to the speaker. Replaced the speaker as a preventive measure, performed power up process, audio test, preventive maintenance and all functional tests which passed. A CAPA was created to address the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.